Event description:
The customer reported that the ortho provue analyzer cancelled test results related to sample identification number. On 06/08/2007 the customer contacted ocd and indicated that the sample identification number in question had been associated with incorrect test results in the lis report. Results posted by the lis did not match results posted by the provue. However, if this incident were to recur undetected, erroneous results could be reported.

Manufacturer narrative:
Investigation into this event found the customer's complaint was confirmed. The provue was confirmed to cancel the test results for the sample ID number. However, the analyzer cancelled the results as expected. The translation software between the provue and the lis malfunctioned while interpreting the cancelled test results, leading to the association of incorrect test results with the sample ID in the lis report. The provue posted the appropriate test results in the results module. The OEM of the translation software indicated that they will address the test cancellation issue in the software.